Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c146e, serial/lot #: (B)(6), ubd: 02-nov-2025, UDI#: (B)(4) ; product ID: etlw1616c146e, serial/lot #: (B)(6), ubd: 07-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system (B)(6) and two endurant limbs (B)(6) were implanted during the endovascular treatment of an 51mm abdominal aortic aneurysm. It was reported approximately 2 weeks post the index procedure, the patient presented emergently experiencing bilateral leg pain. CT imaging revealed a clot formation in main body of the endurant iis stent graph causing lack of bilateral blood flow. Intervention was performed where the physician used a non - mdt balloon to remove the clot, successfully regaining bilateral flow. However, a large clot burden remained in the main body of the endurant stent graft. The physician relined with bilateral (B)(6) endurant limbs, positioning them in a kissing configuration 10mm distal to the most superior edge of the endurant bifurcated graft. An additional endurant limb (B)(6) was implanted at the most distal aspect of the existing right iliac limb to fully reline that side to trap any clot. A non-mdt stent was placed at the most proximal aspect of the left common iliac artery to ensure flow. Two reliant balloons were then used in a kissing fashion from the top of the newly placed 16x16 endurant limbs and ballooned all the way down to the most distal aspect of the common iliac arteries bilaterally. Final angiogram confirmed bilateral blood flow was restored. Per the physician the cause of the clot is unknown and noted there was no issues with the initial index procedure. The physician noted that the patient is a current smoker and it is possible the patient may be hypercoagulable. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported thrombus formation in the endurant iis stent graft could not be confirmed on the pre-implant films provided; therefore, the cause of the event could not be determined. Post-implant CT's were not available for assessment for the stent graft in vivo configuration. It is possible that the presence of vessel thrombus prior may have been a contributory factor, but this could not be confirmed. Other possible contributors to thrombus formation include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.